Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the battery current showed 140a. After removal of the device, telemetry showed the battery current to be 109a.